Event description:
Physician was using the device to obtain a full thickness skin graft from top of patient's left thigh. Upon contact with the skin device caused a shallow cut four (4") inches long. Device disassembled, checked, resembled and procedure was attempted again, producing another four inch (4") cut. Procedure cancelled. Device was new and being used for the first timedevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: mechanical problem. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.